Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed options including programming, defibrillation threshold (dft) test or continue to monitor. This crt-d remains in service. No adverse patient effects were reported.